Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during second inflation at 9 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded, with blood in the shaft. Analysis of the tip, balloon, inner/outer shaft included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material located at the distal edge of the markerband. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during second inflation at 9 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.